Event description:
The 3-way stopcock can separate and crack at the connection under high pressure. The o-ring separates from the tubing at the female junction. Once separated contrast flows out as tubing falls to floor. There was no reports of harm or injury.

Manufacturer narrative:
The device has not been received for evaluation. This device does not contain a 3-way stopcock as part of the assembly. The device does contain a rotating adapter. This will be confirmed when the device is received for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint database was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.